Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:56:08. During night drain cycle three, the patient's ultrafiltration reading was 1365 ml, indicating the home patient (hp) drained 1365 ml more than their maximum programmed fill volume of 1900 ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume was not greater than 1.6 times the largest prescribed fill volume, not meeting iipv criteria. The false positive was caused by a partial fill. If any additional information is received, a follow-up will be sent.